Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use a resolute integrity (rx) drug eluting stent to treat a slightly tortuous and moderately calcified mid rca lesion in a patient that presented as a stemi. The device was removed from it's packaging as per IFU and inspected with no issues noted. The device did not pass through a previously deployed stent and no resistance was encountered when advancing the device or excessive force was used. Approximately 3.5 hours post implant the patient developed acute stent thrombosis due to under deployment of the resolute stent. Patient was on dapt after the initial procedure and when this thrombotic event occurred. It was reported that the physician under appreciated the vessel size due to calcified diffused disease and developed a thrombosis due to under sizing of the resolute (malapposed). Physician admits that the thrombosis was due to an under expanded stent. The physician proceeded to utilize an aspiration catheter to clear thrombosis and restore blood flow. Physician then used ivus to determine correct size of vessel, then determined that vessel was larger than earlier anticipated. The physician re-stented the vessel with a larger resolute and post dilated with a nc euphora and non mdt nc balloon at high pressure. It was reported that flow was restored and resulted in an excellent angiographic result. Patient returned to observation unit pain free.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.